Manufacturer narrative:
(B)(4).

Event description:
Additional information has been provided by the company representative. The device displayed a system message. The cassette and handpiece were exchanged and the case was completed with no harm to the patient.

Manufacturer narrative:
The handpiece was received for the evaluation. A visual assessment of the returned sample found a disconnected connector cap. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was then connected to a dynamic tuning fixture (dtf) for stroke testing on the longitudinal and torsional movements which found the handpiece to meet specifications. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on june 26, 2014. Based on qa assessment, the product met specifications at the time of release. The returned handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
An ophthalmic surgeon reported that during a procedure the handpiece stopped "carving". Additional information has been requested, but none has been received to date.